Event description:
The customer reported that a patient received a pad site burn after shoulder surgery had been performed. The burn was described as being reddened. A layer of skin was taken off when the pad was removed from the patient. The patient was treated with silvadene cream and telfa bandage.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.